Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose of 2.8 mmol/l. Customer was treated with food and current blood glucose was 10.8 mmol/l. Customer stated that sensor had issue like sensor updating. The customer used the auto mode. Insulin pump will not be returned for analysis.